Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the burr broke and remained inside the patient's body. A 1.50 mm rotalink¿ burr was selected for use. During procedure, it was noted that the rotalink burr came off the shaft inside the patient's body. Despite several attempts to snare the burr, it still remains embedded in the patient. Rotalink burr was then removed surgically. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotalink burr catheter attached to the rotalink advancer and the rotawire for the related complaint. The handshake connection, sheath and coil were microscopically and visually examined. The burr could not be analyzed as it was detached and not returned for analysis. The coil was broken at the distal end and only 147cm of the coil was returned for analysis. There were numerous kinks throughout the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03489. A 1.50mm rotalink¿ burr was selected for use. During procedure, it was noted that the rotalink burr came off the shaft inside the patient's body. Despite several attempts to snare the burr, it still remains embedded in the patient. Rotalink burr was then removed surgically. No further patient complications were reported and patient's status was stable. It was further reported that the distal tip of the rotawire also became detached and was left inside the patient's body. Furthermore, the detached tip was later removed after patient underwent surgery. No further patient complications were reported and patient's status was fine.